Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. The second clip delivery system (cds) was advanced. The clip was able to grasp the leaflets and an attempt was made to deploy the clip; however, the clip did not separate from the cds. The gripper assembly was disassembled and the gripper lines were removed to make sure that they were free. Anterior/posterior re-positioning was performed with guide torque and medial/lateral re-positioning was performed with the stabilizer. The clip was able to release without issue and there was no adverse patient effect. The clip remained well attached to both leaflets. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and a conclusive cause for the reported difficult deploying the clip could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.